Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (test failure) was confirmed. As received, the belt failed incoming testing. Upon evaluation, the u703 processor was shorted on the pca board inside the distribution node (dn). The cause of the test failures is the shorted processor. The root cause of the shorted processor cannot be positively identified. No adverse event resulted from shorted processor.

Event description:
A us distributor returned an electrode belt indicating that it failed testing.